Event description:
Clinic notes were received for review dated (B)(6) 2012. It was documented that "this (B)(6) patient was last seen by me in (B)(6) 2011 and returns for followup with a history of tuberous sclerosis, severe psychomotor retardation, and medically intractable secondary generalized epilepsy syndrome status post vns placement in (B)(6) 2003, with significant improvement in seizures." Prior to vns, she was experiencing 50 to 100 seizures per day. Now, they have decreased to 20 to 30 tonic seizures and 5 to 10 gelastic seizures per day, which is her baseline frequency increasing." See is now having more frequent seizures with one hour episodes where she will have a seizure every second for the entire hour. The patient will be referred for a battery change on (B)(6) 2012. The patient's keppra medication was decreased. It is unknown if this seizure every second is over their prevns seizure rate. No further information has been attained at this time. Her vns was interrogated the parameters were left unchanged at 1.5 ma for 21 seconds on and 3 minutes off and magnet at 1.75 ma for 60 seconds on. Lead test performed okay.

Event description:
It was reported that the patient had their generator replaced for eos although at last office visit eri no. At this time it has not been returned for analysis. No further information has been received about the reported events.

Event description:
The patient's explanted generator was returned for analysis. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr) corrected data. Should have been (B)(4) 2012.